Event description:
The suspect device showed variation in test results when compared to the lab. The test results were reported as follows: inratio= 4.3,5.5,4.0; lab = 3.2, 3.1, 2.9, respectively. The customer was requested to run additional comparisons using a new strip lot. Further follow up to be performed.